Event description:
Procedure: thoracotomy. According to the reporter: upon stapling the hilar portion of the lung, the stapler locked down and the surgeon could not get it to release. This resulted in damage to tissue.

Manufacturer narrative:
(B)(4).